Event description:
It was reported that during service and repair pre-testing, it was observed that the quick coupling for k-wires device made a grinding noise while running with the straining ring retract pulled. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device was not working properly and grinding noise. Therefore, the reported condition was confirmed. It was further determined that the sliding sleeve¿s bearing was damaged, and there was corrosion inside the unit. The assignable root cause was determined to be most likely due to wear on mechanical components from repeated sterilization and normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.